Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided breast pain and deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2021, it was found that additional information regarding the suspected medical device was omitted from the previous report. On 14-mar-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a leakage caused by valve delamination. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) on (B)(6) 2021, mentor received additional information regarding the suspected medical device. Initially, a 350cc mentor smooth round moderate plus profile prosthesis was reported as the suspected medical device. However, additional information revealed that the suspected medical device is an unspecified 300cc mentor textured saline breast implant. Since no lot number was provided, no manufacturing record evaluation could be performed. The relevant fields have been updates.

Manufacturer narrative:
On 11-feb-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).